Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.5 and 139.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the ruby coil lp may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, resistance was encountered while attempting to advance the ruby coil lp from its returned position. Therefore, the ruby coil lp was retracted from its pusher assembly an attempted to be re-sheathed properly. However, resistance was encountered due to the kink in the pusher assembly, and the introducer sheath could not be advanced any further. Therefore, the ruby coil lp could not be functionally tested. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the ruby coil lp may not advance within its introducer sheath. During the functional test, resistance was encountered while attempting to advance the pusher assembly through its introducer sheath from its returned position, and the pusher assembly could not be advanced any further. The ruby coil lp pusher assembly was retracted from its introducer sheath and re-sheathed properly. The ruby coil lp was then advanced through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01436.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01436.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps. During the procedure, a ruby coil lp would not to advance from its initial position within its introducer sheath. Therefore, the ruby coil lp was not removed. Subsequently, the same issue occurred with another ruby coil lp; therefore, it was also removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.